Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient had septic shock in 2011 and had to go to the hospital by ambulance. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. At the time of this report, the patient did not have any concerns with his device or therapy. It was noted that the patient had an appointment with his managing pump physician on (B)(6) 2013.